Event description:
It is reported that the device was implanted in 2004, and revised in 2009, due to osteolysis.

Manufacturer narrative:
Evaluation summary: a revision of the natural-knee ii implants were performed in 2009, due to osteolysis and wear. The devices were in vivo for approximately 5 years and 1 month. No product was returned for evaluation. The x-rays returned for review indicate osteolysis to the tibia, especially on the medical tibia near the bone screw. The series of x-rays indicate that the osteolysis progressively worsened over time. As part of the complaint investigation for osteolysis, a team was formed to investigate probable cause. The following areas were explored: literature research, clinical data, history analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.